Manufacturer narrative:
(B)(4). Device evaluation: a picture of the sample was received for evaluation. The reported condition was confirmed. The assignable cause was a manufacturing defect. Additional: a trend review has been performed and there have been similar reports made to baxter. The root cause will be investigated through CAPA (corrective and preventive action) investigation number idc-CAPA (B)(4).

Event description:
The facility representative contacted baxter to report a folfusor in which the reservoir ruptured. The event occurred during filling. The device was filled with 88 milliliters and contained 5-fluorouracil and 5% gluc diluent. The drug was filtered during compounding. The product was stored in ambient temperature. There was no patient involvement. There is no further complaint information available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is not available to baxter for evaluation. A follow-up medwatch report will be submitted if additional information becomes available.